Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed the critical threshold. Technical support decided to replace the faulty pump, ensuring the customer continued insulin delivery with a replacement pump.